Event description:
Complainant alleged that during a routine test by a clinician the device would not hold a charge. The complainant indicated that there was no pt involvement in the reported failure.